Event description:
It was reported that during primary left hip surgery, surgeon was trialing and internal threads of the window trial broke off when the trial handle was attempting to remove the trial. Surgeon then had to clear metal debris off of patient's wound and trial was stuck in the acetabulum.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.